Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number ct1015) had a "false positive". Customer reported that they had a suspected false positive result while running the cpo assay. A bd field service engineer (fse) was dispatched to the customer site where they performed reader normalization, verification of pump performance, and verification of drawer alignment. An instrument water run was performed with no issues. Assessment of the instrument case by service indicated possible contamination. This complaint is unconfirmed as not functional issues were identified with the instrument. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument ct1015 is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct1015, and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: false positive.

Manufacturer narrative:
G.5 PMA / 510(k)# k111860, k130470. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: false positive.